Event description:
It was reported that upon connecting the fiber to the laser console and inserting the fiber card, a break in the fiber was observed, identified by red (aiming beam) at the break location( 0 joules, 0 minutes of usage). It was further reported that the surgeon still tried to continue with the fiber but the beam escaped from the fiber break point that was red. The fiber was then replaced and the procedure completed using a second surgical fiber; there was no injury reported.